Event description:
Consumer called to report meter giving very high results. Analysis run on consensus error grid using mean reading (297) as ref. Point vs. Bd readings (366, 466, 294, 60) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.